Manufacturer narrative:
The field service engineer (fse) noted tiny bubbles in the wash pump during pipettor and dispense probe priming. The fse noticed the pump was pulling in air which formed a white cloud of bubbles at the top of the pump. The fse also observed bubbles in the pipettor probe tubing when priming. The fse replaced the o-rings on the precision and wash manifold. The fse proactively replaced the aspirate probes, peristaltic pump tubing and substrate probe. Upon priming the instrument, the fse verified there were no air bubbles in the wash pump. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, faulty o-rings are the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported elevated troponin I (access accutni) results, for three patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. Per laboratory procedure, the customer retested the samples on an alternate analyzer and obtained negative results (actual values were not supplied). One patient obtained an initial result of 3.99 ng/ml with a retest value of 0.009 ng/ml on the alternate access 2 system. The original patient results were not released from the laboratory. Only the retest negative results were issued to the hospital. There was no patient impact or change in patient treatment associated with this event. The patients¿ samples were collected in serum separator tubes and centrifuged at 5,100 rpm (rotations per minute) for three minutes, at room temperature. The customer noted quality control (qc) was outside of specifications. System check had not been performed since (B)(6) 2013. A beckman coulter field service engineer (fse) assessed the instrument at the facility.